Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 5306827, 5341833 and 7170641. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs was missing label information on 5 occasions. The following information was provided by the initial reporter: material no: batch no: 5341833,7170641,5306827, unknown (reported 6074107). It was reported that the consumer has five boxes of syringes without the expiration date. Is currently using lot#5341833. Verbatim: spouse of consumer reported having 5 boxes of syringes with no expiration dates on them. Stated all boxes have a trademark date of 2014. Stated the consumer is using the 30 g, 12.7mm, 1 ml bd syringes. Stated bd should be replacing these boxes because they do not have an expiration date on them. Stated she is also disappointed that she called this morning and it said the bd cares team was in a team meeting. Stated the bd website is also not user friendly and she finally managed to send an email. Advised spouse that bd tests the products for 5 years and it is not recommended to use expired product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 6074107. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5341833, medical device expiration date: na, device manufacture date: 2016-02-01. Medical device lot #: 7170641, medical device expiration date: na, device manufacture date: 2017-08-02. Medical device lot #: 5306827, medical device expiration date: na, device manufacture date: 2016-01-06. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs was missing label information on 5 occasions. The following information was provided by the initial reporter: material no: batch no: 5341833,7170641,5306827, unknown (reported (B)(4)). It was reported that the consumer has five boxes of syringes without the expiration date. Is currently using lot#5341833. Verbatim: spouse of consumer reported having 5 boxes of syringes with no expiration dates on them. Stated all boxes have a trademark date of 2014. Stated the consumer is using the 30 g, 12.7mm, 1 ml bd syringes. Stated bd should be replacing these boxes because they do not have an expiration date on them. Stated she is also disappointed that she called this morning and it said the bd cares team was in a team meeting. Stated the bd website is also not user friendly and she finally managed to send an email. Advised spouse that bd tests the products for 5 years and it is not recommended to use expired product.